Event description:
It was reported that the pt was experiencing an increase in seizures for the past two weeks. It is unk if these are above or below pre-vns baseline. The dc/dc code on system diagnostics was zero, which may mean the device is nearing end of service and the pt may not be receiving the intended therapy. A battery life calculation was done and showed there to be approx -0.32 years remaining until eri = yes. Pt had device replaced in 2009, due to possible battery depletion. Attempts for further information and product return have been unsuccessful to date.